Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent temperature alarms occurred, and a power source alert occurred while the pump was plugged in to charge. There was no reported impact to customer's blood glucose level. Customer declined to provide additional information regarding the reported issues.